Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-10. It was reported that there would be no further actions/interventions taken to resolve the described heating during MRI, and the patient¿s pain and headaches. The rep noted that the patient was doing better the next day and the rep was told that the MRI was an open MRI. The cause of the patient¿s device heating during MRI and headaches was undetermined. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that there was an MRI heating issue. The manufacturer's representative (rep) reported they did not meet with the patient yet however they patient sent a text to report information. It was reported the patient had an MRI yesterday and put the implant in MRI mode and the MRI tech did his due diligence. The MRI tech reviewed with the patient to let them know if they felt warmth. Patient reported after a few minutes in they could feel heat on their left side and not on their right side. Patient stated they got a sharp pain going up their back and soon after the MRI tech pulled him out. Patient stated since then they have had that certain pain at the implant site along with pain in left shoulder blade and upper arm as well as a headache too. Patient stated she has felt this pain before but just hasn't in a while. No further complications were reported/anticipated.

Manufacturer narrative:
Corrections made in 'event description and manufacturer narrative' to include more information. If information is provided in the future, a supplemental report will be issued.

Event description:
Reported they felt fatigue lately.